Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: section d-10: device available for evaluation: yes. Section d-10: returned to manufacturer on: 01/24/2020. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the product monofocal intraocular lens, model pcb, was returned at site on 01/24/2020. A visual inspection was performed to the device sample returned. The plunger and pushrod was observed in advanced position. No residues of lubricant material were observed on cartridge. The lens stuck in cartridge and lead haptic not folded was observed. The cartridge tip was observed in good conditions. The complaint issue was verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Date of event: unknown/ not provided. If implanted; give date: n/a (not applicable). The intraocular lens was partially inserted and removed during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was partially inserted and removed during the same procedure. Phone: (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the trailing haptic of an intraocular lens, model pcb00 came out first from the cartridge during a cataract surgery. Issue observed during insertion. As per follow-up was learned that the lens was stuck in cartridge. No patient injury reported. All the information available were submitted.